Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label site. On (B)(6) 2026, the patient stated that the concern began approximately 2 years ago. The patient described that the scar on her arm ¿comes and goes,¿ whereas the scar on her leg ¿never went away." The patient was unable to provide more information about the allegation. No photo or other details were provided. There was no documentation of medical intervention. At the time of report, the patient¿s condition was unspecified. The scar was present more than 3 months after the skin reaction occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.